Event description:
Caller advised the right side drive wheels is tilting inward causing difficulty for the patient to move the chair. Provider also advised back and seat are sagging/ worn out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.